Event description:
It was reported that the pulse generator exhibited rapid battery depletion. The patient had gone through extensive radiation therapy, which was suspected to have caused the depletion. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
.